Event description:
When lifting infant to change the liner, blood was noted in the uvl. Upon checking the line. The uvl had broken at the hub connecting the double lumen to the cath uvl was clamped. The md was notified. The md removed the uvl.